Manufacturer narrative:
The insulin pump passed all functional testing. The insulin pump was received with minor scratches on liquid crystal display window, cracked reservoir tube, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads.

Event description:
It was reported that the customer was experiencing high blood glucose levels for two weeks. The customer's blood glucose was 400 mg/dl. The customer treated himself with a bolus. Troubleshooting was done. While troubleshooting, the customer discovered that the time on the insulin pump was an hour ahead. The customer also stated that his heart hurt when his blood glucose was between 300 mg/dl and 400 mg/dl. The customer further mentioned that he was unable to see the top of the screen of the insulin pump due to scratches. The customer was unaware of how the damage occurred. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.